Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that approximately 40 minutes into a blood transfusion a leak was observed on top ot the drip chamber. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The report suggests that approximately 40 minutes into a blood transfusion a leak was observed on top ot the drip chamber. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that a leak was observed on top of the drip chamber was confirmed. Functional testing observed leaking from one of the tubing joints at the top of the drip chamber. During functional testing of the returned sample one of the tubes separated from the drip chamber cap. A visual inspection of the separated tubing noted an insufficient amount of solvent on the engagement area; furthermore based on the solvent mark it appeared that the tubing had not been fully engaged with the drip chamber cap. The root cause of the leak was a manufacturing issue of an insufficient amount of solvent on the engagement area.